Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had a backup battery that was no longer charging. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator had a backup battery that was no longer charging. It was reported that the battery was manufactured in 2013. The rse informed the customer that the battery was no longer available for order. Investigation is ongoing.